Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the water temp was around 21 to 28 degrees celsius and did not go higher. The procedure was completed with this device. There were no complications, and the pt's condition was noted as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, eval of the returned device revealed an MDR-reportable malfunction of radiofrequency out of calibration. The MDR is based upon the eval results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was serviced on site, therefore, it will not be returned to the MFR. Functional analysis revealed the radiofrequency output was out of calibration and was therefore adjusted. The thermoelectric module was replaced. The most likely cause for this event is wear and tear as insertion of the heat exchange cartridge can damage the thermoelectric modules. The pt's age was reported as "over 60" years. (B)(4).